Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the unit and was able to reproduce the reported event and isolate it to a damaged flow sensor. The metal ¿vein¿ was blown out of the center of the flow sensor body. The customer had some spare flow sensors so the field service representative lubricated the o-rings on a new sensor and was able to get the unit to stop auto-cycling. The unit was tested and met manufacturer specifications and was returned to the customer to be placed back into service. In the event additional information is provided a follow-up report will be submitted. (B)(4).

Event description:
The customer stated that the unit is auto-cycling and he cannot find the cause. There is no information if the unit was on a patient at the time of the event.

Manufacturer narrative:
The customer responded to customer advocacy's requests regarding patient involvement and stated that there was no patient involvement at the time of the incident.